Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was admitted to facility on (B)(6) 2017 and had a 4fr sl powerpicc placed for antibiotic infusion over a 12 week period. During this time period the catheter was reported to have kinked six times before being replaced. The recorded dates of the kinks were: (B)(6) 2017 and (B)(6) 2018. The last four kinks (after 12/18/2017) were midclavicular kinks. On (B)(6) 2018 a 4fr solo PICC was placed for the remaining 3 weeks of therapy.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter kink was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr d/l powerpicc catheter. The sampled contained usage residue throughout the molded joint, extension legs, and proximal catheter tubing through the 12cm depth markings. Gross visual evaluation confirmed the presence of a permanent kink impression between the 8cm-9cm depth markings. Microscopic examination of the catheter surface at and near the kink site was unremarkable. No potential manufacture issue was observed. A cross section of the catheter tubing was taken at the 10cm depth marking in order to measure the inner lumen dimensions. All measured dimensions were observed to be within specification. From the evidence observed, and lack of potential manufacture anomaly, it appeared that the catheter had kinked during use. Proper securement, and placement, of the device can avoid this type of issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was admitted to facility on (B)(6) 2017 and had a 4fr sl powerpicc placed for antibiotic infusion over a 12 week period. During this time period the catheter was reported to have kinked six times before being replaced. The recorded dates of the kinks were: (B)(6) 2017, (B)(6) 2018. The last four kinks (after (B)(6) 2017) were midclavicular kinks. On (B)(6) 2018 a 4fr solo PICC was placed for the remaining 3 weeks of therapy.